Manufacturer narrative:
Philips received a complaint regarding the heartstart xl, indicating that it cannot perform defibrillation. The device was not in clinical use at the time the issue was discovered. The complaint investigation revealed that the customer alleged the device could not perform defibrillation, but upon examination, no malfunction was found, and the issue was resolved when the self-test passed successfully. Based on the information available, the cause of the reported issue, where the device couldn't perform defibrillation despite no fault found, remained undetermined. To resolve the issue, the device underwent a self-test, which passed successfully, indicating that it was functioning properly. The investigation concludes that no further action is required at this time

Event description:
It was reported to philips that the device failed to shock. There was no patient involvement.